Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that within the last week, the infusion set's tubing was detached from the connector. The issue occurred with six similar type of infusion sets used for three days. The blood glucose level of the patient ranged between 400-450 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.